Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Additional investigation is being conducted through ncr number (B)(4). The cause of the reported condition of peritonitis is use error- poor aseptic technique.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer from india of patient using one minicap per day and peritonitis in a patient coincident with dianeal pd2 ultrabag therapy for peritoneal dialysis (pd). On (B)(6) 2011, the patient experienced peritonitis. The cause of the peritonitis was due to patient using one minicap per day. On an unreported date, the patient started remedial treatment with injection fortum (250mg, frequency not reported) and injection vancomycin (dose and frequency were not reported). The event of peritonitis was resolving. It was not reported if dianeal therapy was ongoing. Concomitant medications were not reported. The consumer believed that the event of peritonitis was not related to dianeal therapy. A causality statement was not provided for patient using one minicap per day.